Manufacturer narrative:
Device passed the displacement test. The test p-cap locks properly in the reservoir compartment noted. Device received with peeling keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the reservoir ring was loose. The customer¿s blood glucose level was 11.6 mmol/l. Customer stated that the keypad was peeling. Troubleshooting was performed for damaged. Customer was advised that the insulin pump needed to be replaced, to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.